Manufacturer narrative:
The nt1100 generator and grounding pad was returned to the neurotherm. The nt1100 generator writes a data file which records the temperature, voltage, current, and impedance. The data file was reviewed and the nt1100 generator passed the data inspection report with all parameters within specification. Based on this investigation along with the conversation with the doctor, the grounding pad was not fully in contact with the patient's skin. Rather than the radio frequency being spread over the entire surface area of the grounding pad, the radio frequency was concentrated to a smaller area. This is confirmed by the fairly high impedance data of approximately 400-650 ohms. Concentrating the radio frequency to the reduced surface area leads to greater heating of the skin which could develop to a burn. When the grounding pad was moved and fully in contact with the patient, the impedance dropped to 93-270 ohms. During the conversation with the doctor on (B)(6) 2013 the proper use of the grounding pad and importance of surface contact area and the need to have a smooth surface without hair to achieve the lowest impedance possible was reviewed. The rf-dgp-s IFU states "avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes" "failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location."

Event description:
On (B)(6) 2013, the facility reported a patient burn at the site of the grounding pad. During the conversation with the doctor, he stated that the grounding pad was checked at some point after the treatments started and the pad was not completely attached to the patient. The doctor reported that the grounding pad was removed and a burn was noticed. The grounding pad was then placed on a new location and treatment was continued. The doctor also reported the patient had a good amount of hair at the grounding pad site.